Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on after inserting batteries. The customer advised that the reported event occurred when new batteries were inserted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed part (user interface pcb assembly) and was unable to duplicate the reported issue. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on after inserting batteries. The customer advised that the reported event occurred when new batteries were inserted. There was no patient use associated with the reported event.